Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient, on (B)(6) 2026, they began experiencing inaccurate glucose readings overnight, with bg readings of approximately 400 mg/dl while the cgm reported readings around 200 mg/dl. There was no report of medications taken at that time. The patient went to sleep and later awoke to an alert indicating a sensor failure. The patient reported experiencing diabetic ketoacidosis (dka); however, it is not confirmed whether this was formally diagnosed by a healthcare provider. The patient was hospitalized for three days and discharged on (B)(6) 2026. Due to the hospitalization, the patient was unable to recall additional details but noted that glucose readings were unstable ¿jumpy¿ prior to the sensor failure. The patient declined to provide information on her current condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.